Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler appears to be used as there is biological material present on the device. The staples appear to be properly aligned. The stapler was returned with 36 staples left in the cartridge. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. No staples fired. The trigger was engaged several more times with no staples firing. The stapler was disassembled and it was noticed that the forming tool was bent. This is preventing the staples from firing. No other defects or anomalies were observed. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. No staples fired. The trigger was engaged several more times with no staples firing. The stapler was disassembled and it was noticed that the forming tool was bent. This is preventing the staples from firing. No other defects or anomalies were observed. Other remarks: non-conformance 60039408 has been initiated to further investigate this complaint issue. The reported complaint of "stuck in stapler" was confirmed based upon the sample received. The forming tool was found to be bent which prevented the staples from being fired from the device. The stapler was returned with 36 staples left in the cartridge. It could not be determined what caused the forming tool to bend, but non-conformance 60039408 has been initiated at the manufacturing site to further investigate. The forming tool is a purchased part. Therefore, the probable cause is supplier related.

Event description:
The staples are stuck in the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1600540 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples are stuck in the stapler. The patient's condition was reported as fine.